Event description:
It was reported the pt is no longer feeling stimulation. She is able to communicate with her ipg. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the lead remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.